Event description:
Pt for thrombolysis of blocked av shunt. History of renal failure, hypertension, diabetes. To radiology dept for procedure. Catheter introduced and balloon burst during angioplasty. Upon removal of the catheter after deflating balloon and removing through sheath found balloon was gone from catheter tip. Pt stable post procedure.